Event description:
Boston scientific crm received information that this lead was explanted due to decreased r-wave sensing two months post implant. A new lead was successfully implanted. No adverse pt effects were reported. The implant date was not provided. It was stated that the lead was implanted for 2 months. Therefore the lead was implanted sometime in 2008.